Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by environmental problems such as dust/dirt/humidity/ambient light, optical problems, interoperability problems, overheating problems, and electrical problems, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had error code e315 (incompatible scope) occurred during colonoscopy diagnostic procedure. The procedure was completed with the same device. There were no reports of patient harm.